Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 6.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced six insulin flow blocked alarms due to occlusion events on (B)(6) 2026. Due to occlusion issue, patient experienced elevated blood glucose level and was treated with correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.